Event description:
It was reported that a patient called to report leaking insulin from the pump. After removing the cartridge from the ilet, the patient observed moisture on the cartridge and a dark liquid coming from the pump. The patient indicated that the cartridge may have been overfilled. The agent noted that the ilet is sealed to prevent liquid from entering the case and instructed the patient to change supplies. The patient was advised to monitor for any leakage from subsequent cartridges. Blood glucose was not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.